Event description:
It was reported that the customer's blood glucose was 515 mg/dl. The customer also received a button error alarm on the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had corroded keypad traces noted. No button error alarms noted. The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.